Event description:
This device was explanted due to eri, possibly due to high lv output and low lead impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated properly, and the memory content of the pacemaker was inspected. The eri battery status could not be confirmed during analysis, the current battery status was ok with an estimated remaining service time of approximately five years. There was no indication of a device malfunction while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.